Event description:
Account reports incidents in which device is "disconnecting" from peripheral catheters. One incident reported in which ambulance in route to hosp with mi pt and during taping of device to catheter, t-connector "popped out". Emt attempting to re-connect device and catheter "came out of the vein and went into the sub-q tissue." Catheter removed and pt developed a hematoma on the left arm. Emt stated since they were "1 minute from the hosp," IV was not re-started. Reportedly, pt on coumadin and since pt having an mi, heparin drip started in ER and beside hematoma on left arm, pt's shoulder to fingertips" became ecchymotic. Per emt, "t-connector associated with incident but not a contributing factor..."t-connector is a separate issue and not a direct cause."